Event description:
It was reported that the o-ring came off and into the patient's knee. The o-ring was retrieved and procedure was completed successfully.

Manufacturer narrative:
Alleged failure: during a knee arthroscopy, its was reported when using the single stopcock cannula 0747-031-530 the o ring has come out of the cannula and gone into the patient's knee. The o ring was retrieved with no impact to the patients knee. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be rough handling and/or improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the o-ring came off and into the patient's knee. The o-ring was retrieved and procedure was completed successfully.